Event description:
It was reported that during a meniscus repair surgery, two (2) fast fix devices failed in the same way; the surgeon deployed t1 and then repositioned the fast fix to launch t2 and it failed to deploy. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the first device was received outside of original packaging. The anchors and suture were not returned with the device. The deployment knob and needle were in the t2 pre-deploy position. No physical damage visible to the device. A visual inspection revealed the second device was received outside of original packaging. The anchors and suture were also not returned with the device. The deployment knob and needle were in the t1 pre-deploy position. No physical damage visible to the device. A functional evaluation revealed the first device could function as intended. A functional evaluation revealed the second device would not function as intended as it stayed in the t1 pre-deploy position after actuating instead of going to the t2 pre-deploy position. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.